Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an out of range impedance measurement. There was no capture and noise that was oversensed was observed on the electrogram (egm). The device was reprogrammed and a chest x-ray is planned. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the field representative stating it is unknown if an x-ray was taken. All available information indicates the device remains in service.this investigation will be updated should further information be provided.